Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. (B)(4).

Event description:
The customer did not stated that they were using the auto mode feature at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and that the insulin pump alarmed sensor signal not found. The customer did not mention any symptoms of their blood glucose levels. The customer treated with manual injections and the insulin pump. The customer did not provide their blood glucose level at the time of the call. The customer did not provide information on events leading up to the incident. The insulin pump was in auto mode at the time of the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.